Event description:
Placed serb65-07-150-120 protege, slightly difficult to deploy stent, but it was deployed without incident and in position. Used second serb65-07-150-120 lot# 978133 in mid sfa. Dr attempted 5-7 mm overlap with second 150mm stent. Initial deployment was very difficult and as he was deploying it, it started drawing back and separated from the previous stent so that there was not an overlap, but a 2-3 mm gap between stents. After it was approx 2/3 pre-deployed it became even more difficult to deploy. As the deployment handles came together on the protege, the outer sheath will not uncover the end of the stent, thereby not allowing the stent to be released. As the doctor was trying to pull out on the catheter the stent elongated to approx 180-200 mm in length. The stent finally released from the catheter but was still elongated in the vessel to 180-200 mm instead of 150mm. Prox. End of stent was just at origin of sfa. Upon visualization of catheters, it does not appear that there was 150 mm of spacing between deployment handles. This did not allow outer sheath to be fully withdrawn, which locked the stent into the catheter.